Event description:
The customer reported erratic prostate-specific antigen (psa) quality control (qa) results, involving the access hybritech psa. Further review of the customer-supplied data revealed discrepant psa results, for five patients, on separate days. Two patient results recovered with ind (indeterminate) flags. The discrepant results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This is report one of two.

Manufacturer narrative:
There is no indication the device was returned for evaluation. A definitive cause of the incident is unknown. This medwatch report is related to 2122870-2013-00051.